Event description:
Child could not hear from the left device last week after school. The user has had no changes in health, known falls or bumps and there is no redness or swelling. The user was responding well with the device until recently where he experienced a sudden loss of sound. The user was re-implanted on the (B)(6) 2019. This report refers to 9710014-2019-00640. For further information please refer to this report.